Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the right ventricular (rv)-his bundle lead exhibited high and rising thresholds. The rv-his bundle remains in use. It was further reported that the lead was explanted and replaced. It was also noted that during the procedure the right atrial (ra) lead became dislodged and was attached to the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.